Event description:
It was reported, "blocker broke and could not be removed from the patient, used to remove was 3.5mm hex driver as well as a oversized hex driver to attempt to remove."

Manufacturer narrative:
Device is unavailable for evaluation; additional information has been requested, and if received, will be supplied on a supplemental.